Event description:
The patient contacted (B)(4) regarding a product complaint associated with the ez breathe atomizer on (B)(6) 2013. The patient reported that washer feel from the atomizer into his mouth during use. The patient added that he coughed up the component and did not require any medical interventions. The investigated product for the medical device report is listed among the implicated lots for a nationwide recall initiated by the manufacturer health and life, co., ltd., on (B)(4) 2013. The class 1 recall (z-1371-2013, z-1372-2013, z-1373-2013) was initiated after (B)(4), the importer, became aware of an increasing number of complaints associated with the possibility of a quarter-inch washer becoming dislodged from the ez breathe atomizer. The impacted atomizer serial number ranges are: (B)(4).